Event description:
It was reported that customer experienced continuous glucose monitor error with sensor and received error message 42 on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted Technical Support, was guided through complete pump reset, confirmed error did not reappear after reset, and successfully started new sensor session, with no additional issues reported.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.